Event description:
Follow up.

Manufacturer narrative:
The device was returned for evaluation. The investigation is in progress. A follow-up report will be provided once the investigation has been completed.

Event description:
A tlab kit was used during a tj liver biopsy case and the radiopaque marker band from the sheath came off and migrated to the patient's lungs.